Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported compact plus result of 250 mg/dl, pharmacist's compact plus result of 100 mg/dl within 10 minutes. Reported no adverse event. No information was provided for the pharmacist's compact plus. A request was made for the return of the meter and strips, replacement sent.